Manufacturer narrative:
Submit date: 06/26/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 service found the unit had a blank screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had a blank screen. The unit was triaged and the reported issue was confirmed. The lcd flexstrip was excessively damaged; therefore, the root cause is categorized as customer misuse. Thermal damage was also identified on the main pcb (printed circuit board). Upon internal visual inspection there is evidence of fluid ingress. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.